Event description:
Customer experiencing pain using elvie pump. She has had medical advise and has been given prescription medication. Customer mentions " I have utilized my pumps for a total of three times (spaced out) and each time I have gotten a massive lump from a clogged duct that has led to symptoms of mastitis". Complaint report from us.